Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise resulting in oversensing on the atrial lead was observed. The noise was reproducible during lead provocative testing and pocket manipulation. Lead damage was suspected. No intervention was performed at this time. The patient was stable with no adverse consequences.